Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) with no information. Information identified in the manufacture¿s data base indicated the patient died approximately six months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary # product ID# sedr01 the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) with the funeral home for additional information were unsuccessful due to the amount of time that has passed since the patient death. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID: icm09b58, implantable pacing lead, implanted: (B)(6) 2003. Product ID: icm09jb45, implantable pacing lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
No eval explain code.